Manufacturer narrative:
The investigation determined that higher than expected vitros na+ and k+ results were obtained from a single vitros pv I lot w5903 quality control fluid, using vitros na+ slide lot 4214-0973-3769 and vitros k+ slide lot 4102-0982-4731 on a vitros 250 chemistry system. The most likely cause of the event is unknown, however, the customer admitted to using inconsistent erf handling protocol, where the erf was not always warmed to analyzer temperature for a minimum of 30 minutes. Therefore, inconsistent erf handling protocol cannot be ruled out as contributing to the event. In addition, the customer did not indicate how long since the vials were reconstituted or how they were stored, therefore, improper fluid handling protocol cannot be ruled out as contributing to the event. Finally, vitros na+ and k+ within-run precision testing was not performed to assess the performance of the vitros 250 system. Therefore, an instrument related issue cannot be completely ruled out as contributing to the event.

Event description:
Higher than expected vitros na+ and k+ results were obtained from a single vitros pv I lot w5903 quality control fluid, using vitros na+ slide lot 4214-0973-3769 and vitros k+ slide lot 4102-0982-4731 on a vitros 250 chemistry system. The following results breached vitros na+ potential health and safety criteria: vitros pv I lot w5903 na+ results of 157.0 mmol/l vs. The expected result of 124.2 mmol/l vitros pv I lot w5903 k+ results of 3.59 mmol/l vs. The expected result of 2.96 mmol/l biased results of the direction and magnitude observed could lead to inappropriate physician action if the event were to occur with patient samples. Patient samples were not affected and there were no allegations of harm as a result of this event. However, the investigation cannot conclude that patient sample results would not be affected at the same magnitude if the event were to recur undetected. There were no allegations of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).